Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was dislodged one day post implant procedure. Low sensing and high capture threshold was noted on the right atrial lead and these measurements were intermittent as the lead was dislodged. Lead dislodgement of right atrial lead was confirmed via chest x-ray and programmer analysis. The right atrial lead was repositioned successfully. There were no patient consequences.